Manufacturer narrative:
The explanted lead was not returned to bsn. A review of the manufacturing documentation for the lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that following an implant procedure, the patient experienced an epidural hematoma and became paralyzed post surgery. The patient underwent an explant procedure and is recovering.